Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-02105 and 2134265-2015-02085. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was uses in conjunction with an opticross¿ imaging catheter to view the left main trunk (lmt) artery. During the procedure, the imaging catheter was set up then pullback test was performed, however, automatic pullback failed. The opticross¿ imaging catheter was replaced with another same device and the issue was resolved. No patient complications were reported and the patient's condition is good.